Event description:
It was reported that the patient's right ventricular (rv) lead revision procedure was due to an acute spike in ventricular capture threshold and diminishing r waves. Under fluoroscopy, it was apparent that both the rv and right atrial (ra) lead were pulled back significantly with no slack as positioned during the initial implant. Upon opening the device pocket it was visualized that the leads were coiled up in a twisted fashion providing evidence of twiddlers syndrome as noted by the physician. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.